Event description:
Medtronic received a report that the phenom 27 was directed over wire well past the aneurysm to the distal landing zone. Distal end was unsheathed and opened. Device looked ribboned/flat around posterior genu. Device was manipulated including recapture, wag, loading system but would not open. Device was recaptured in the microcatheter and removed from the patient. The device failed to open in the middle section of the pipeline. The middle of the pipeline was positioned in a bend. Less than 50% of it had been deployed when it failed to open. It was resheathed "less than or equal to 2 times." There were no additional steps taken, it was resheathed and removed with the microcatheter. The device was used for an indication that is approved and the pipeline and any accessory devices prepared as indicated in the IFU. There were no symptoms reported. Angiographic result post procedure showed another pipeline shield was placed instead of vantage. The patient was being treated for an unruptured, saccular aneurysm with a max diameter of 6mm and a neck diameter of 4mm. The landing zone was 7mm distal and 5mm proximal. Vessel tortuosity was moderate. Ancillary devices included a phenom27 150cm microcatheter, non-medtronic sheath, non-medtronic guide catheter, and a non-medtronic guidewire. Additional information was received. It was reported that the cause of the issue was undetermined.

Manufacturer narrative:
Verbiage from the event description was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom 27 was directed over wire well past the an to the distal landing zone. Distal end was unsheath and opened. Device looked ribboned/flat around posterior genu. Device was manipulated including recapture, wag, loading system but would not open. Device was recaptured in the mc and removed from the patient. The device failed to open in the middle section of the pipeline. The middle of the pipeline was positioned in a bend. Less than 50% of it had been deployed when it failed to open. It was resheathed "less than or equal to 2 times." There were no additional steps taken, it was resheathed and removed with the microcatheter. The device was used for an indication that is approved and the pipeline and any accessory devices prepared as indicated in the IFU. There were no symptoms reported. Angiographic result post procedure showed another pipeline shield was placed instead of vantage. The patient was being treated for an unruptured, saccular aneurysm with a max diameter of 6mm and a neck diameter of 4mm. The landing zone was 7mm distal and 5mm proximal. Vessel tortuosity was moderate. Ancillary devices included an infiniti sheath, cat5 guide catheter, phenom27 150cm microcatheter, and stryker synchro select guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline vantage braid was returned inside the outer carton, a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal, middle, and proximal of the braid were found fully opened with no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the middle¿ was not confirmed as the braid's distal, middle, and proximal were found fully opened with no damage. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity and the user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the user deployed the braid in the vessel bend may have contributed to the reported issue. The cause of the ¿failure/incomplete open¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.